Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of "shut off without user input", which was not reproduced during evaluation. The messages were confirmed through a review of the event history log, and were found to be caused by one negative and one data battery pin depressed the rear case was replaced.

Event description:
It was reported that a spectrum pump "shut down without user input." It was also reported there was no patient injury.